Manufacturer narrative:
Device evaluation: this actual device was returned for evaluation. During repair, it was determined that the device was unable to be disassembled and the bearing was worn. It was further determined that the device failed pretest for thimble set screw and temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the attachment device was heating up. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.